Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the display controller board was replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit had display problems. The pt was switched to another unit and therapy was continued. No pt injury was reported.